Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-17304 and 1627487-2013-17305. The pt received 2 scs leads with the same lot number. It was reported the pt's scs leads were explanted and replaced due to ineffective stimulation and scar tissue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.